Event description:
The micro sagittal saw was sent in for service. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, debris was found in the nose housing assembly. The presence of debris in the nose housing assembly is likely to cause or contribute to the handpiece overheating.